Event description:
After approximately 12 years of successful use, this patient complained of pain associated with the4 use of their cochlear implant. Although diagnostic testing confirmed normal operation of the receiver/stimulator, malfunction of the intraocular electrode array is suspected. Explantation / reimplantation surgery has not yet been scheduled.